Event description:
The customer reported obtaining erroneous patient results on multiple analytes on their dxc700au clinical chemistry analyzer. The analyte information was not provided by the customer. The erroneous sample were repeated and results considered normal were obtained. The erroneous results were not reported out of the lab. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found that the sample probe transfer unit had malfunctioned. The fse replaced the s probe transfer unit p/n c49185 to resolve the issue. Quality control was perfomed and passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).